Manufacturer narrative:
(B)(4). Refer to the same case.

Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: after loaded to idrive with all lights ok and inserted into patient for the final stapling of the pouch, the stapler did not fire so it was taken out from patient and another reload and manual stapler was used instead. The idrive was used with this reload and later again tried together with another reload that did not fire. After full procedure a leakage from the stapling row under the gastro - enteroanastomosis was discovered, this when blue liquid was used to test the integrity of the anastomosis. Doctor needed to place sutures to stop leakage. This firing was made with idrive adapter. Products have not been re-sterilized prior to this incident. The surgery was extended by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity. No reinforcement material was used. Corrective action taken, new reload and a manual stapler was used instead, as well as the surgeon needed to place some sutures to prevent anastomosis from leakage. Additional information. 1. Which reloads could not fire? (Egia45avm or endo gia* ii 45-3.5 dlu), neither of them could fire. 2. Which reload caused leakage from the stapling row? The tan reload that is not connected to adapter. 3. Were there any problems with the manual stapler and reload? The endogia 2 45-3.5 dlu could not fire. 4. Did the staple line not hold? There was elakare from the staple line. 5. Could the stapler be fired at all? The idrive could fire at first but not later. The manual stapler could fire except with the endo gia 2 45-3.5 dlu. 6. Did the stapler fire only part way? With the stuck reload it could not fire. 7. Was there poor staple formation? Staple formation looked good. 8. How was the problem corrected? With sutures over staple line where elakare was detected. 9. Please confirm that product will be returned for investigation. Yes, already at (B)(4) table. 10. Was there any unanticipated tissue loss as a result of this problem? No tissue loss. 11. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. 12. What is the current patient status? Fully recovered. 13. What is the lot number for the reload? Unknown.